Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version #: 1.2.0. The case and logs were reviewed by a medtronic representative. It was determined that this is a known issue. Codes 10, 104, and 4307 are applicable. No other products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial procedure. It was reported that the site experienced the internal code 64 error when entering the registration task after the patient¿s images had been successfully downloaded from picture archiving and communications system (pacs). The issue was resolved by restarting the system and successfully registering off the same data set. This software error occurs randomly and no steps could have been taken to prevent it. System is already running the 1.2 application. The case was completed after restarting and proceeding into registration a second time without issues. There was a reported delay of less than one hour due to this issue. There is no known impact on patient outcome.

Manufacturer narrative:
H2: see e3 for initial reporter occupation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This occurred during a cranial resection procedure.